Event description:
The customer stated that the lcd display panel used with their central patient monitoring system failed (went dark). No patient injuries or harm of any kind was associated with this product problem. Note: the reporter stated that pt identifiers and related pt info are not available.

Manufacturer narrative:
The date returned is left blank because it was not necessary to return the device for evaluation, because the problem is already known. The entry is na, because no evaluation of this particular unit was required. The conclusion is that prior investigation by the item's vendor that identified capacitor failure is consistent with the present report. The device is an installed centralized patient monitoring system that utilizes a micro-systems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The complaint reporter, a biomedical engineer, isolated the problem to the lcd flat panel display. The display panel is made by another MFR. It is a commercial, off-the-shelf product. The failed viewsonic lcd panel was not returned to welch allyn for evaluation. No evaluation was necessary based on the vendor's prior analysis of similar failures. The vendor isolated the problem to the failure of one or more capacitors. The failed flat panel was not repaired; a new replacement item may be obtained by the customer.